Event description:
It was reported by dealer that the scooter is running intermittently and they think it is either the transaxle or the motor. Neither of these parts are available anymore because the scooter was discontinued so many years ago. The dealer didn't have the serial number. No further information was provided.